Event description:
The reporter stated that two screws were being implanted and broke before completion of the procedure. The surgery time was prolonged by about 30 minutes. Integra has requested additional clinical information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.